Event description:
End user reported she developed rash 5 years ago under the stomahesive mass, tape collar and under the pouch. The end user stated it started as blister red area.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated she has a patch testing scheduled and has also had a biopsy which results confirmed an allergic reaction diagnosis by a gastroenterologist (gi) surgeon. The end user also stated she has used antifungal powder and has had cortisone injections. The end user stated she cleanses with water then dries her skin. Additional information was requested on (B)(6) 2014, however it was stated no additional information was able to be obtained. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(6), 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.